Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient first started experiencing the infection on (B)(6) 2017, per mr spine lumbar imaging. At the time of report the patient was on IV antibiotics and status-post (s/p) irrigation and debridement on (B)(6) 2017. The patient weighed (B)(6). It was reported that the shunt was removed on (B)(4) 2017 and discarded. No relevant medical history was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient. It was reported that the healthcare professional stated that the catheter was not connected to any "neuro battery" when it was initially placed into the patient. It was stated by the hcp that it was a shunt. It was removed due to an infection. The hcp reported the catheter was a revision from the one implanted on (B)(6) 2017, and then it was explanted on (B)(6) 2017. No further complications were anticipated.

Event description:
Additional information received on 2017-apr-12 from a healthcare professional reported the catheter was not connected to any "neuro pump". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.